Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run test at eighty-one minutes. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) who found the issue, replaced the batteries and allowed the batteries to fully recharge and repeated run time test. The unit then passed the battery run time test successfully. The fse then completed the pm with full calibration functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.